Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Investigation of the returned device found soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod less than an hour. Treatment information was not provided. It was originally reported that the site was bleeding.